Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her trial scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that during the implant, the physician nicked the pt's dura mater, causing a cerebrospinal fluid leak. A blood patch was immediately performed. Post-operative follow up on the pt found no issues reported.